Manufacturer narrative:
Evaluation, results, conclusion: inconclusive- investigation in progress. (B)(4).

Event description:
The physician was using a guard wire temporary occlusion device during a procedure. The device had been prepped. The device had been placed distal to the lesion site. While inside the patient, it is reported that the guard wire broke. The extension wire was removed from the patient. The proximal side of the device with the balloon remained in the patient. No details of an intervention have been reported; however, it was confirmed that patient suffered no adverse effect as a result of this event.

Event description:
Evaluation summary: the guard wire is missing the proximal extension wire; also the distal tip with the balloon is not present. The guard wire is short by approximately 23cm (it was reported that the wire was cut).the proximal end of the hypo tube was normal. The distal hypo tube is bent at the break location; it appears that a cutting tool was used to cut the wire. The hypo tube whole length was 177.7cm.

Manufacturer narrative:
Conclusion: based on review of the partially returned device and the information received, no root cause can be determined.